Manufacturer narrative:
This report originally filed as 1119421-2022-01261. A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens on the left shows probably due to the shooter two impressions, which are optically relevant or disturbing. Physician is now planning to remove this iol and replace it with a new one. Additional information has been requested and received that the impression was certainly caused by the injector. However, for the time being, the lens will not be replaced.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of two impressions on lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).